Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's main keypad assembly and battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is not consistently powering on and requires several attempts by the user to power on. As a result, the device not be able to power on to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section d4 serial # of the initial medwatch report indicates: 41730892 section d4 serial # of the initial medwatch report should have indicated: 38564053.

Event description:
The customer contacted physio-control to report that their device is not consistently powering on and requires several attempts by the user to power on. As a result, the device not be able to power on to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.